Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The patient reported that they bolused after 11 last night but saw that their 10 boluses per day had already reset. Patient stated they called their hcp's office who told them to call medtronic. Patient's handset: pump time: on (B)(6) 2023 at 5:48pm and patient's local time: 4:51pm. Patient additionally stated 'this thing gives me fits. It'll sit at 91% for a minute. And I have the hardest time getting it to find the pump sometimes and other times it's right on it.' Patient was getting 'no device found' but did not have communicator on when attempting to connect and resolved after restarting the myptm app and turning on the communicator. When patient services inquired difficulties connecting event date, patient stated, 'about half the time' then clarified 'about half the time since I got it.'